Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements with the lead safety switch (lss) triggered as a result. The rise in measurements was gradual. Technical services (ts) was consulted and discussed stored data as well as available programming settings. This device remains in service. No adverse patient effects were reported.